Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4).

Event description:
It was reported via phone call taht the insulin pump alarmed critical block error. The patient's blood glucose at the time of incident is unknown. Additionally, the insulin pump had alarmed failed battery test. The patient had to change batteries on a frequent basis. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump passed the full functional tests including the displacement, rewind, prime/seating, basic occlusion and force sensor tests. The sleep current measurement and active current measurement was within specifications. The power management parameters graph confirmed the unloaded voltage and loaded voltage was within specification range. No unexpected pump error 15 alarm or failed battery alarm was noted during testing. The pump was received with a cracked keypad overlay at the select button, a fading serial number label, a scratched case and keypad overlay texture damage.